Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. The unit had a cracked display window corner, a scratched lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported a button error alarm. The blood glucose reading was 400 mg/dl. Prior to the event, the customer was in the river, it began raining, and exposure to water may have caused the insulin pump to alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.